Event description:
It was reported to medtronic neurosurgery that the physician found a leak in the reservoir when it was pushed in during the procedure, and that they suspected there was a hole in the reservoir causing the leak. The report states that a new product was obtained to complete the procedure. According to the report, there was no injury to the patient and that they were overall ok following the event.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The returned ventricular port did not meet the requirements for leak testing due to a tear near the rim of the reservoir dome. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the device as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All ports are 100% inspected at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.